Event description:
It was reported that the customer passed away due to complications from diabetes and respiratory failure. It was stated that the customer was not wearing the insulin pump at time of death. The husband stated that the customer was taken to the hospital by ambulance on (B)(6) after a health care worker removed the catheter causing her a trauma and raising her blood pressure. It was stated that on (B)(6), the customer was having trouble breathing and went into coma and passed away. It was stated that the customer was in the hospital for twenty five days prior being released after she had a bacterial infection in the bloodstream. The customer was released on (B)(6) and went back in the same hospital on (B)(6). The husband stated that he does not recall if the customer's last day wearing the insulin pump was (B)(6), 2011. Advised the husband to keep the battery inside the pump to maintain the data. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.